Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 29, 2024 was filed incorrectly. The correct date received by manufacturer (g3) is september 24, 2024; not november 06, 2024 as previously reported. Per the clinic, the patient experienced bruise, redness, inflammation, abscess and infection at implant site after sustaining trauma to the cochlear implant side of the head, exposing the receiver/stimulator and magnet (specific date not reported). It was also reported that granulation tissue was found surrounding the cochlear implant and extended along the electrode array into the mastoid. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient was also hospitalized for IV antibiotics administration (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The patient was placed under general anesthesia on (B)(6) 2024, for the explant surgery. After the explant surgery, the infected site was still inflamed and the patient was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to unknown reasons and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.